Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the contact had filled the tubing multiple times and the pump would not fill cannula. The customer stated that no alerts or alarms were received. During troubleshooting with tandem technical support (cts), the customer stated that it was possible that they were selecting the fill button after fill was completed. The customer's blood glucose was 526 mg/dl. The customer administered a correction bolus.